Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm in diameter abdominal aortic aneurysm. The proximal neck was 24-27mm in diameter. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 17 mm in diameter. It was reported that during the index procedure, the delivery of the endurant 16x16x124 limb was difficult because the tip of the delivery system knocked up against the ipsilateral side. The endurant 16x16x124 delivery catheter pushed up the deployed ipsilateral limb into the aneurysm therefore another an endurant 16x20x12 was additionally implanted. The procedure was completed with no endoleak. The patient complained of leg pain so a follow-up CT revealed stenosis in the terminal aorta of the left leg. Immediately, pta was performed and two other manufacturer's devices were implanted, resolving the event. The physician stated that they should have been more careful about the terminal aorta as it was a difficult delivery. No additional clinical sequelae were reported and the patient is fine.